Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for 2024-01-21 was reviewed. No malfunction alerts were found triggered for this date. Leading to the event, two "usual" sized dinner meal announcements were logged. At 5:14pm the first dinner announcement is made requesting 3.57 units of insulin. The cgm glucose value sent to the ilet at this time was between 185 - 201mg/dl. At 5:47pm cgm glucose readings begin decreasing at a rate of at least 2mg/dl per minute. At 6:37pm, alert 17 (cgm signal loss) is triggered and the ilet begins delivering in bg run mode. The ilet is then requesting 0.0445 units of insulin every 5 minutes. At 6:49pm the second dinner announcement is logged requesting 3.415 units of insulin. The ilet continues to deliver in bg run mode. At 10:02pm, alert 17 status updated to "acknowledged." At 10:37pm, alert 17 is deactivated, cgm glucose is 62 mg/dl, and alert 22 (low glucose) is triggered. At 10:44pm a cartridge change operation is logged. At 10:47pm cgm glucose is at 77mg/dl and trending upwards. At 11:16pm cgm glucose is at 145 mg/dl and trending upwards. The ilet requests 0.085 units of insulin and begins making requests for insulin every 5 minutes. Based on the engineering logs, the ilet is behaving as intended. The ilet lost connection to the cgm transmitter and appropriately triggered alert 17 (cgm signal loss). After the second dinner meal announcement was logged, the ilet began requesting insulin based on the last valid reading it received (173mg/dl). After reestablishing cgm connection and a cartridge change operation, the ilet began making delivery decisions based on cgm glucose values it was receiving. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Review of the ilet report shows several occasions prior to the reported event where the user announced their meal later in the glucose excursion, resulting in insulin stacking and ultimately hypoglycemia. Additionally, the report shows several occasions where the user may have announced for meals that did not contain carbs or had very small carbohydrate content, which also resulted in hypoglycemia. This pattern is consistent with the re-education provided by the cds as well as the discussion customer care had with the patient. On 1/21/2022, it appears that the user announced a dinner meal late in the glucose excursion, shortly after their cgm begins to trend downward. As the cgm glucose is trending downward, the ilet loses connection with the cgm and no glucose data is received for about 4 hours. During this time, another dinner announcement is entered and the ilet continues to dose basal insulin as it is not receiving glucose values from the cgm or fingerstick bg entries. When cgm connectivity is restored, the user's cgm glucose is low, ranging from 62-67 mg/dl for 10 minutes before returning to range. Based on the review of the case notes, device logs and ilet report, it was determined that the ilet operated as intended. Without glucose data, we are unable to determine user's glucose trend during that time including when the hypoglycemic event started and how long it lasted. Potential contributing factors to this event include failure of the user to promptly re-establish connection with the cgm after being alerted of signal lost, no bg entries provided during signal loss and potential misunderstanding of how to use the meal announcement feature. Because of this, the ilet was unable to suspend basal insulin and alert the user that their glucose was low. The user went through the appropriate training and follow up with a beta bionics cds. They also had additional points of contact with both the cds and customer care. The user determined that the ilet was not a good fit for them as he struggles with technology and decided to return the ilet.

Event description:
On 1/22/24 an ilet user reported he has been experiencing low blood glucose (bg) throughout the week. The user reported his bg has been repeatedly low for a few days and almost every night. The user reported his bg has gotten as low as 39 mg/dl. Last night, 1/21/24, the user reported he needed third party assistance to bring his bg up. The user needed his wife to him get carbs as he was unable to do so on his own. He was able ingest rapid acting carbs and bring his bg back up. The customer care agent discussed possible contributing factors to low glucose levels including exercise (patient did not know he could disconnect), meal size, and high bgs throughout day. The user eats low carb meals, so the agent reinforced if he eats no carbs or very low carb meals, he does not have to announce his meals. The user confirmed his ilet alerts turned on. The user also had several points of contact prior to and after the reported event with a beta bionics clinical diabetes specialist (cds) regarding hypoglycemia, discussing target changes and meal announcements education. The cds had also notified the user's hcp and diabetes educator, so they could also assist with supporting the user.